Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the (B)(6) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 1990. On (B)(6) 2011, the patient underwent placement of a biliary stent for the treatment of a biliary stricture. A sphincterotomy had been previously performed and a sphincterotomy was not performed during the stent placement procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced mild acute pancreatitis. The pancreatitis was treated medically and the event was resolved on (B)(6) 2011. Per the investigator, the relationship of the acute pancreatitis to the study stent placement is considered "possible."